Event description:
Customer reported an issue with the time settings on their pump, which showed a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact on the customer's blood glucose level. Customer support assisted in updating the pump time and advised the customer to monitor the situation, with instructions to follow up if the discrepancy occurs again; the customer understood and acknowledged these instructions.